Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "broken light pipe in bag prior to use and broken light pipe at time of use on second blade." Clarifying information received from customer stated that there was no patient involvement when issue was observed.

Manufacturer narrative:
(B)(4). The customer returned one 004550000 rusch greenlite disposable metal miller 0 blade for investigation. The blade was returned in its original packaging. Visual inspection revealed that both the green and clear plastic connection pieces were broken and loose within the packaging. There was also a crack in the clear plastic bottom of the light pipe. The manufacturing site was consulted for this complaint investigation. The site stated that this product is tested for light guide breakage and functionally tested during 300% inspection prior to shipping to the customer. The device history record of lot 1711401 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The complaint is confirmed. The blade was returned in its original packaging. Visual inspection revealed that both the green and clear plastic connection pieces were broken and loose within the packaging. There was also a crack in the clear plastic bottom of the light pipe. It was determined that this is not a manufacturing related issue. The probable root cause is likely related to shipping/storage of the device. The light pipe guide is made of pmma (polymethyl methacrylate) which can be broken under external impact during transit. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "broken light pipe in bag prior to use and broken light pipe at time of use on second blade". Clarifying information received from customer stated that there was no patient involvement when issue was observed.